Manufacturer narrative:
Investigation via case data confirmed customer selected the icon for close art clamp by mistake instead of entering data in viper manual entry menu - user would like to see a 2-step verification to disable level, pressure, bubble or close occlude from the dynamic display. Spectrum medical will look into whether this update is suitable.

Event description:
User reported event of unintentional closing of arterial occluder due to dynamic popup window on the display. While entering data on to the quantum workstation, the user reached the protected level, resulting in the dynamic display popping up. The pop up appeared exactly at the place of the manual entry, the icon for close art clamp was located, resulting in the user pressing for a closed art clamp and inturrupting the blood flow. The user was able to disable the occluder and continue the case without issue. There was no patient harm as a result of this.